Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure there was a nominal rupture noted to the subject balloon catheter, when it was present inside the ic (internal carotid) vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure there was a nominal rupture noted to the subject balloon catheter, when it was present inside the ic (internal carotid) vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that there was a nominal rupture during the procedure when the subject balloon catheter was inside the ic (internal carotid) vessel. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, no leakage was noted during preparation, the correct amount of inflation media was used to inflate the balloon, and there was no difficulty encountered during insertion, advancement or withdrawal of the device that could have contributed to the reported issue. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.